Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01243, 0001822565-2017-04867, 0001822565-2017-04866, and 0001822565-2017-04864. Concomitant medical products: unknown nexgen femoral lot# unknown, unknown nexgen tibial tray lot# unknown, unknown nexgen patella lot# unknown. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Barton sb, et al, the incidence and impact of arthroscopy in the year prior to total knee arthroplasty, knee(2016), http://dx.doi.org/10.1016/j.knee.2016.12.003.

Event description:
It was reported in a journal article that 1 patient underwent a revision due to deep infection.